Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that error code 517 was seen. No symptoms were reported. Additional information was received from the rep. It was reported that the patient came to the hospital from reprogramming.